Manufacturer narrative:
Eval summary: surgical notes and x-rays are not available to study the component fixation. Other products used for the surgery with the vs stem are unk. With reference to zimmer segmental system surgical technique for variable stiffness stems and intercalary segments, the compatibility of variable stiffness stem clearly mentions "some implants and provisional components from the segmental knee system are compatible with the nexgen rotating hinge knee system and/or the most options system, and vice versa. However, some specific implants and provisional components are not to be used across systems. Do not use components from other knee systems (and vice versa) unless expressly labeled for such use." Also, the pt is obese which could be one of the causes for the implant breakage. With the available info, definitive cause for this event cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify an evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for a loose stem, which was found to be broken.